Event description:
It was reported that a right ventricular (rv) lead experienced gradually increasing impedance, low r waves, and high thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.